Event description:
The patient had an MRI to rule out right shoulder/arm pain and tingling and numbness to the hand. It was reported that the pump didn't work right now and the patient wanted to have the pump removed. Per the reporter "they" did not want to take it out or something. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78411, implanted: (B)(6) 2000, explanted: unknown. Product type: catheter. (B)(4).